Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b5, d1, d4, g4, h4, h6 - health effect - clinical code, medical device problem code, type of investigation and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed, and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient experienced discomfort. As a result, the patient underwent a left shoulder revision approximately two months after initial implantation. During the revision surgery it was noted that the humeral liner and humeral tray were disassociated. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-38-03 - equinoxe reverse 38mm humeral liner +2.5. (B)(6) 320-38-13 - equinoxe reverse 38mm humeral const liner +2.5. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient underwent a left shoulder revision for an unknown reason approximately two months after initial implantation. No further patient impact reported. No further information available.